Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use, the cardiosave intra-aortic balloon pump (iabp) device repeatedly failed to pump its counter-pulsation mechanism. There was no patient harm or injury reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h11 corrected field: e2 a supplemental report will be submitted upon completion of our investigation.